Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the expiration dates on the shipping box and the product packaging were different. There was no patient involvement. One device will be returned.

Manufacturer narrative:
(B)(4). Batch number ==> p58w7p. Investigation summary ==> the analysis results found that the ec45a device was returned inside its original package. Due to the condition of no secondary packaging returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.